Event description:
It was reported that during implant, the right ventricular set screw of the device would not tighten. The device was not implanted. The patient was in good condition following the procedure.

Manufacturer narrative:
The reported field event of the inability to tighten the rv set screw was confirmed in the laboratory. Epoxy was observed at the bottom of the set screw bore. This epoxy prevented the set screw fully tightening and securing a lead.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.